Event description:
Pt reported obtaining back-to-back blood glucose results of 16 mg/dl and 361 mg/dl, while using the suspect device. Pt did not indicate if any action was taken based on these results. No pt injury was reported. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.